Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
Customer reports a slipping issue with the cross bar on their femur elevator, it is not engaging. The large post/bar with a joint: the joint is slipping with the weight of the pt. On (B)(6) 2015 surgical scrub technician who participated with the procedure reports a total hip/arthroplasty was in progress and the ratchet was periodically slipping so device had to be removed from use. No harm done to pt. Complaint #1 of 2 for same event.